Event description:
The customer reported a lost sensor alarm 20 minutes after inserting the sensor. Troubleshooting was performed. The customer removed the sensor, and half of the electrode was missing. Advised the customer to seek medical assistance to make sure the electrode didn't break off and stay underneath her skin. Nothing further was reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.